Event description:
Response was received from the physician. The cause of the lead pulling sensation was due to patient physiology.

Event description:
Update was received that the patient had their lead replaced. The suspect device has not been received to date.

Event description:
It was reported that the patient's physician is planning to complete a full vns revision as the patient is complaining of a ¿pulling feeling¿ in her neck. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. F10 health effect, clinical code: code e2402 utilized; appropriate term ¿lead pulling sensation¿ is not available